Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: a service history review has been performed and the device was not previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which occurred during infusion. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.